Event description:
It was reported that patient experienced an infection at the ipg site. The patient was administered oral antibiotics to address the issue. As a result, surgical intervention may be undertaken address the issue.

Manufacturer narrative:
Date of event is estimated. Further information was requested but not yet received.